Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose value was 77 mg/dl at the time of the incident. The customer took the battery out but that did not help. Customer stated none of the buttons worked. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.